Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to oversensing and low out-of-range pace impedance measurements less than 200 ohms. Additional information received reported that low impedance measurements and high thresholds were evident at lead testing. There was no visible lead damage observed under fluoroscopy or in the pocket. It was noted that the patient was previously programmed to vvi, and then later programmed to ddd after the ra lead revision was completed. No additional adverse patient effects were reported.